Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly the customer used cold insulin and did not perform air removal step. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.